Manufacturer narrative:
B3: date of event: the date of event was not reported; the date populated is an approximation an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on an unknown date. The customer reported going to an urgent care center due to flulike symptoms and tested positive for covid-19 (platform unknown). No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: date of event: the date of event was not reported; the date populated is an approximation. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported false negative results with the binaxnow covid-19 ag self-test performed on an unknown date. The customer reported going to an urgent care center due to flulike symptoms and tested positive for covid-19 (platform unknown). No additional information, including treatment and outcome, was provided.